Manufacturer narrative:
A pneumatic interface printed circuit board (pcb) and a universal serial bus (usb) flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The pneumatic pcb and usb were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue for the usb was verified and isolated to the flash drive. No fault was found on the pneumatic interface pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the line two interface printed circuit board (pcb), and updated the flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.